Event description:
It was reported that a balloon rupture occurred. The 99& stenosed target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 30 seconds. Furthermore, it was noted that the rupture was in pinhole from in the blade tip side of the balloon. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications reported and the patient was good post procedure.